Event description:
It was reported that the patient's atrial lead became dislodged during a cardiac catheterization procedure. During revision procedure, it was discovered that the guidewire failed to be inserted into the lead, rendering it unable to be repositioned or extracted. It was elected to leave the lead in place and reprogram the device to single chamber pacing on (B)(6) 2024. The patient was stable.